Manufacturer narrative:
Product analysis: analysis was performed the analyzer failed the incoming tests and was found to be defective. The analyzer was removed from the programmer. The programmer then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate. Changing out the radiofrequency (rf) head failed to resolve the issue. The programmer was returned into service. It was further reported that the analyzer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.